Event description:
An email was rec'd from the pt 6/23/2006 indicating that pt "rec'd a bacterial infection on the cornea of my eye from the use of your acuvue contact lenses." Several attempts were made to contact the pt. No further info is available at this time. Limited info rec'd from pt may or may not indicate a serious injury. MDR filed as worst case.

Manufacturer narrative:
Device labeling single use or reuse.